Manufacturer narrative:
In the event the product is returned to the manufacturer, the product cannot be analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, the system was explanted.